Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing an elevated blood glucose (bg) level of 500 (mg/dl) and slight ketones. While in the ER, customer was treated with intravenous fluids. Customer was released 5 hours later with bg levels down to 313 (mg/dl) and slightly blurred vision. No additional information was provided on the reported event.